Event description:
Breg was notified by it's legal department of an alleged incident with a breg pain care 3000 resulting in post arthroscopic glenohumeral chondrolysis (pagcl) on right shoulder after undergoing surgical repair.

Manufacturer narrative:
No product returned for evaluation.